Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose was 530 mg/dl over the weekend due to an infection. It was also found the customer had inaccurate readings with their sensor. Customer's blood glucose was 300 mg/dl and their sensor glucose was 80 mg/dl. Customer did not note any bent cannulas during troubleshooting. Customer agreed to return the sensor for analysis.